Event description:
It was reported that the lvp not communicating with the pcu while the pump was infusing. The nurse noted that the pump infusing potassium was displaying flashing lights on the channel. Pump continued to infuse IV fluid and no audible alarms were heard. Pump was changed out with new pump on unit. No patient harm occurred.

Manufacturer narrative:
Investigation conclusion: the customer issue that the lvp was not communicating with the pcu while the pump was infusing could not be confirmed in this investigation since the programmed infusion completed as expected during functional testing. The customer provided a video ¿(B)(6)¿, which demonstrated an issue of blinking lights on the message display while pump sn (B)(4) was infusing. This issue was replicated during functional testing. Functional testing of the pcu, and pump module replicated the issue with blinking lights on the message display. O programmed infusion completed as expected. Temporary replacement of the alphanumeric display module resolved the issue with the blinking lights during a programmed infusion. The pump module failed to meet the asm display test requirements due to a faulty alphanumeric display module. The devices involved in this investigation were used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.